Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report a full insertion of the active electrode could not be achieved at implantation (two channels were left extra cochlea during initial implantation). The active electrode further migrated postoperatively out of the cochlea, as confirmed by post-operative diagnostic imaging.this is a final report.

Event description:
The recipient was re-implanted on (B)(6) 2019. According to the device explantation report form, 5-6 electrode channels were out of the cochlea as the electrode array had moved out of the cochlea over time.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was re-implanted. According to the device explantation report form, 5-6 electrode channels were out of the cochlea as the electrode array had moved out of the cochlea with time.